Event description:
A hospital in (B)(6) reported an rt340 adult dual heated evaqua breathing circuit leaked during use in the intensive care unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The device is currently en route to the manufacturer. We will provide a follow up report once we have received the device and carried out an investigation.